Event description:
Caller reported damage to pump housing and usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support replaced the pump, instructed the caller to allow the pump¿s battery to fully deplete before returning it, and sent a replacement pump. Caller acknowledged all instructions and agreed to return the damaged pump using the provided return box and pre-paid label within 10 days.